Event description:
The cusotmer reported that the patient who had an exeter stem implanted on (B)(6) 2003, required revision surgery on the (B)(6) 2012 due to broken exeter stem.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed by stryker orthopaedics (B)(4) as part of the material analysis report (mar). The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The exeter stem fractured approximately 2.5 inches from the distal tip. The stem had areas of surface material damage primarily along the medial edge. These indications are likely a result of third-body damage and micromotion effects due to cement mantle breakdown. The fracture surface of the distal end of the exeter stem is damaged due to post-fracture abrasion and covered by adhered debris. The report concluded: the exeter stem component failed in fatigue originating at the lateral surface and propagating to the medial surface of the exeter stem. The eds spectrum of the base material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. There was evidence of material damage likely due to cement mantle break-down on the stem. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been (B)(4) other event for the lot referenced. Pi reported exeter stem fracture but the event was not confirmed and the root cause could not be determined. Conclusions: the exeter stem fractured in fatigue but the exact cause of this event could not be determined as insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. There is no evidence that the event was manufacturing or material related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that the patient who had an exeter stem implanted on (B)(6) 2003, required revision surgery on the (B)(6) 2012 due to broken exeter stem

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.